Manufacturer narrative:
This report is associated with argus case (B)(4), biotene mouth spray.

Event description:
Choking.] Case description: this case was reported by a consumer and described the occurrence of choking in a patient who received glycerin (biotene mouth spray (savannah)) oromucosal spray (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started biotene mouth spray (savannah) at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene mouth spray (savannah), the patient experienced choking (serious criteria gsk medically significant, life threatening and other: gsk medically significant ). The action taken with biotene mouth spray (savannah) was unknown. On an unknown date, the outcome of the choking was unknown. It was unknown if the reporter considered the choking to be related to biotene mouth spray (savannah). Additional details, adverse event information received on 28 november 2016. The reporter called in to inquire what should be done if the consumer was choking on biotene mouth spray 1.5oz (savannah). What do we do if someone was choking on the "bi". They sprayed it on their tongue and they were fine and then they sprayed it on their mouth and now they were choking as if it went down the wrong pipe. Asked what could be in the product to cause choking. The reporter was advised to immediately contact emergency services.